Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle reconstruction on (B)(6) 2018, the screw thread came off of a 4.0mm cannulated screw short thread. Patient status and surgical outcome are unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Update: 09/27/2018, it was reported that during an ankle reconstruction on (B)(6) 2018, the screw thread came off of a cannulated screw short thread. It was unknown if there was any surgical delay. There was no patient consequence. This complaint involves one (1) device.